Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had 5.3cm max diameter infrarenal abdominal aortic aneurysm. The neck diameter just below the renals measured ~30mm, and 1cm lower measured ~34mm. The neck contained thrombus and the max infrarenal angulation was ~35deg; a-p. The aaa also contained thrombus; 2.5cm lumen diameter. The distal aortic diameter measured 2cm x 3cm and was calcified. The iliac arteries were mildly angulated, significantly calcified, with areas of thrombus. Review of post-implant CT¿s revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals; the proximal stent graft diameter just below the renals measure ~29mm. The infrarenal neck and aortic body was angulated 40 deg a-p relative to the iliac limbs. The ipsi limb on the right side was extended with another limb into the distal portion of the right common iliac artery, and the contra limb and extension were seen placed down into the distal left common iliac artery. The max diameter aaa measured 5.5cm and no endoleak was seen. Both limbs were patent and no stent graft issues were observed. Review of post-implant CT¿s from ~5 years post-implant revealed that a section of the suprarenal stent had fractured and separated from the bifurcate proximal fabric. The apices from three of the anterior suprarenal stents were positioned near the level of the sma, and the remaining 3 posterior stents appeared to be still attached to the bifurcate proximal graft which had migrated ~ 2.5cm below the renals. The flow lumen diameter near the level of the renals is ~35mm, and the infrarenal neck angulation has increased to 65deg a-p. The unsupported stent graft aortic body outer diameter measured 37mm. The max diameter aaa has increased to 6.7cm since the earlier study. Although no proximal type I endoleak was present it is possible that the stent graft was being pressurized proximally. No stent graft kinks or compression was seen, the aortic body and limbs were patent, and there appeared to be good distal sealing bilaterally. The cause of the suprarenal stent fracture and severance from the migrated bifurcate could not be determined from the films provided. There appears to have been disease progression (neck dilatation and angulation) over the 5 year implant duration, which may have contributed to these events. It is possible that stent graft oversizing may have also contributed.

Manufacturer narrative:
(B)(4). The exact date of the event are unknown review of a single still 3d CT image confirmed that the suprarenal stents from an endurant bifurcate had fractured. It appeared that 3 of the 6 of the suprarenal stent apices had detached (as a unit) from the bifurcate main body; the detached stents were approximately 15mm superior to and along the same axis to the bifurcate proximal margin. No measurement scale reference was on the films, and no contrast or nearby vessels were seen in the films; therefore, the anatomical position of the stent graft could not be assessed. Any possible endoleak or limb patency also could not be assessed. Of note, the aortic body was essentially straight in this l-r view and the detached stents were directly above the bifurcate. No other obvious stent graft issues were observed. The cause of the suprarenal stent fracture and stent severance from the bifurcate could not be determined from this single image. The anatomy at implant and the size of the implanted devices were not provided. Earlier post-implant films were not available, and the assessment of the stent graft in the in-vivo configuration could not be performed. As this was only a single left-right image, the configuration in the a-p orientation is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a five year follow up CT scan, fracturing of the suprarenal stent which has split into two components was observed. It appears that one remains attached to the aortic wall in its original position and the other remains attached to the stent graft which has migrated distally. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.